Manufacturer narrative:
Product event summary: the device was returned, analysis was performed and no anomalies were found.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. It was noted the battery voltage was approaching recommended replacement time (rrt) at 2.86 volts.

Event description:
It was reported that following delivery of multiple therapies from the cardiac resynchronization therapy defibrillator (crt-d), a device interrogation indicated the battery voltage measurement showed 2.87 volts, however, the battery voltage measurement one month prior was 2.65 volts. It was questioned whether the battery voltage and estimated remaining longevity were accurate and if the battery would recover following the delivery of the therapy. The crt-d was reprogrammed to adjust the outputs and later explanted and replaced. No patient complications have been reported as a result of this event.